Manufacturer narrative:
Batch review performed on 31 july 2017: lot 147112: (B)(4) items manufactured and released on 07 july 2015. Expiration date: 2020-05-31. No anomalies found related to the reported issue. To date, (B)(4) items of the same lot have been sold and 1 similar case was reported on an insert of the same lot.

Event description:
While the patient was exercising, she felt loose. The surgeon revised the 12mm insert with a 17mm insert. The surgery was completed successfully. X-rays and explants are not available.